Event description:
Coulter regarding erroneusly elevated troponin (accu tnl) result from a single patient. An initial accu tnl result was 14.15ng/ml (sample a). The result was reported out of the lab. The patient original sample was retested for accu tnl twice and the results were: 0.01ng/ml and 0.02ng/ml. On the same day, 5 hours later, a fresh sample (b) was colected from the patient and tested for accu tnl; the result was 0.08ng/ml. In the next 4 hours, the customer collected another sample (c) from the patient and tested for accu tnl; the result was 0.08ng/ml. On the next day, a new sample (d) was collected from the patient and tested for accu tnl; the result was 0.02ng/ml. The customer did not receive any report of patient injury requring medical intervention or change patient treatment that can be attributed to or connected with this event.